Event description:
It was reported that a revision surgery was performed due to a patient experiencing pain and a non-union. The patient was originally treated for a periprosthetic fracture above the knee which was highly comminuted and the patient was implanted with a variable angle distal femur plate. During a follow-up visit, the patient reported pain and the surgeon discovered the non-union via a CT scan on an unknown date. The surgeon performed the revision surgery and implanted the patient with a longer variable angle distal femur plate. This surgeon did not perform the original surgery. The parts have not yet been returned and no further information was provided. This is report 1 of 12 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.